Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that laterality is missing from handle. The locking mechanism is broken. The physician attempted to fix it but it didn't work.